Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit with smart card was not returned. Review of the provided photograph verifies a blood leak from the system pressure dome. A material trace of the pressure dome membrane used to build lot j235 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. All cellex kits are leak tested prior to packaging. A leak of this nature would have been detected during in-process testing; therefore, it is unlikely the pressure dome leaked at the time of manufacture. The root cause of the pressure dome membrane leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j235 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j235 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photograph and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 120 ml of whole blood was processed when a leak was observed at the system pressure dome. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and successfully completed a new ecp treatment with a new kit on a different instrument. The customer is returning the smart card and a photograph for evaluation.